Event description:
Customer reportedly obtained results of 22mg/dl and 415mg/dl on the advantage system within 10 minutes. Customer reportedly drank soda in response to the results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return. Replacement was sent.